Event description:
Caller alleged discrepant results compared with alternate poc meter. Results as follows: date on: (B)(6) 2013, inratio: 4.7, alternate: 5.4, poc. Time between testing was reported as 10 minutes. Patient's therapeutic range is 2.0 - 3.0.

Manufacturer narrative:
Investigation pending.